Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error not representative of actual fast battery depletion and was unintended.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert and was emitting tones. A review of the device history confirmed that the bd alert was due to excessive magnet application and is depleting normally. While reviewing the device history it was also noted that the device recorded high but not out-of-range impedance measurements. This device has never delivered a shock. No adverse patient effects were reported. The device remains implanted.